Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled lead revision due to noise. Prior to the procedure it was noted that there had been a single occurrence of noise on the lead, the noise could not be reproduced in-clinic and all other lead measurements were normal. The lead was laser extracted and replaced without adverse event. The patient was stable throughout and following the procedure and will continue to be monitored with regular follow-up.